Manufacturer narrative:
(B)(4). The complaint device is expected to be returned to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of obtaining further information. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the heater head case on an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the heater head case on an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer was not returned to fisher & paykel healthcare for evaluation. Several attempts were made to obtain further information from the customer, however we did not receive a response. Conclusion: without the return of the complaint device we are unable to determine the cause of the problem reported by the customer. However, based on the investigation of similar complaints the problem reported by the customer could be due to impact damage or incompatible cleaning solutions.